Event description:
It was reported that 30 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: "material no. 363083, batch no. 0316280. It was reported that blood does not stop at the fill point. Per email: we believe these tubes are defective. The blood does not stop at the fill point. We have 30pks left from the case of 50pks, lab has been trying to use them but it does create an issue and results may not be accurate. Lot 0316280. Exp date 8/31/21".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for this investigation. Therefore, 10 production lot in-house retention tubes samples were functionally tested. And all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 30 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: "material no. 363083, batch no. 0316280. It was reported that blood does not stop at the fill point. Per email: we believe these tubes are defective. The blood does not stop at the fill point. We have 30pks left from the case of 50pks, lab has been trying to use them but it does create an issue and results may not be accurate. Lot 0316280. Exp date 8/31/21".